Event description:
Initial csf igg result <0 mg/dl. Same sample repeated gave result of 6 mg/dl. Initial result was not reported. The user determined there was a problem with one of the reagents. The reagent was replaced.